Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the physician's office, the patient had no complaints in (B)(6) 2009. In (B)(6) 2010, the patient had slight pain and used vaginal cream periodically. In (B)(6) 2011, the patient experienced bladder leakage. In (B)(6) 2012, the patient experienced continued incontinence and is scheduled to receive a coaptite implantation on (B)(6) 2012. All other information is unknown and unavailable.